Event description:
It was reported that a malfunction occurred on the pump with no notable events happening prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided reset instructions, helped the caller reset the pump, and ensured the customer could continue using the pump without further problems. The customer was advised to contact support again if any malfunction reoccurs, and they acknowledged and understood the instructions.